Manufacturer narrative:
The guidewire was returned with only the proximal end broken/fractured (202cm from the proximal end). The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken. The distal fragment was not returned. Functional inspection: not required. There are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was the tip of the guidewire was noted to be broken while inside the patient. The product was inserted into a microcatheter for fluid embolization of the external carotid artery, and when the guiding catheter was passed, fluoroscopy confirmed that the tip of the wire was not connected, so the catheter and guidewire were then removed from the patient. During analysis, the guidewire was returned and it was confirmed that the guidewire was broken at 202cm from the proximal end. The remainder of the guidewire was not returned. It is possible the remainder of the guidewire is inside the micro catheter that was not returned. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject guidewire tip broke during a neurovascular procedure. It was confirmed under fluoroscopic observation. The subject guidewire was removed from the patient body. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that the subject guidewire tip broke during a neurovascular procedure. It was confirmed under fluoroscopic observation. The subject guidewire was removed from the patient body. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.